Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 215 mg/dl, 236 mg/dl, 116 mg/dl, 160 mg/dl all obtained on his instant system, compared to 110 mg/dl (professional meter), and 135 mg/dl (professional meter).